Event description:
Allegedly, broken neck. Revision of full stem. Products no revised: product ID: pha06214, lot: 1428297, qty: 1. Product ID: pha04510, lot: 1411940, qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.